Manufacturer narrative:
The gdc main coil was returned wrapped around itself in a plastic bag. No procedural info, nor the catheter used in the procedure were returned for evaluation. The main coil's proximal end was stretched to more than 15 cm and lost its helical shape. The proximal end of the core wire had traces of being welded to the hypotube. From the condition of the main coil, it appeared that after the coil stretched, the core wire totally unraveled from its welded joint. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater then expected severity. This info is based on info supplied without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Co rec'd info that during a clincal procedure, the gdc coil couldn't be advanced through a catheter. When the gdc was pulled back, the coil broke in the catheter. There was no consequence to the pt from this product malfunction.